Manufacturer narrative:
Pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test and displacement test or verify low battery alarm and failed battery test due to missing spring. Pump received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was getting low battery and failed battery alarms. The customer stated the pump had physical damage. No harm requiring medical intervention was reported. Troubleshooting was not completed. The insulin pump will be returned for analysis. This report was created due to the failure analysis results.